Event description:
This complaint was reported on (B)(6)2009 as bravo capsule which failed to calibrate. During investigation in given's laboratory performed on 02/11/10, it appeared that the actual root cause was bravo capsule which failed to attach.